Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead became dislodged and a lead repositioning procedure was performed. The patient experienced symptoms of shortness of breath and fluid retention likely due to the lead dislodgement. Upon opening the pocket, the lv lead was found to be fractured. The lead was attempted to be removed, but the distal end of the lead consisting of the ring and tip electrodes were unable to be removed. The distal end of the lead was left in the patient and a new lead was implanted. The implantable cardioverter defibrillator (ICD) was prematurely approaching the elective replacement indicator (eri), thus the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.